Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not synchronizing. A technical support specialist (tss) observed a message on the screen indicating that a full synchronization was required. The tss performed the synchronization on the station without dropping the database. After completion, the notification was cleared, indicating that the synchronization was successful. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es station was not syncing, customer restarted the device several times but still failed. However, there were no delays or adverse events or injuries reported based on this event.